Manufacturer narrative:
Device has not been returned for evaluation. No further information was reported. The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed. Per the instructions for use: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad.¿

Event description:
The customer reported to olympus that during an unspecified procedure, the device failed and probe tip fell off outside of the patient. The device was replaced with a similar device and the procedure was completed.there was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide the physical evaluation results and additional information from the legal manufacturer for MDR. The original equipment manufacturer (OEM) performed a device history record review and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device evaluation could not confirmed the reported ¿probe fell off¿. A visual inspection on the device and found no visual indication of damage to the probe unit. A probe check was performed; the device passed the probe check. The ptfe pad (teflon pad) was inspected and found it has no wear, and no metal exposure. The device was teste functioned and appropriately. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based non the physical evaluation, a definitive root cause of the reported complaint cannot be determined at this time. Olympus will continue to monitor complaints for this device.